Event description:
It was reported that upon interrogation, the device showed ventricular high rate episodes that should have been cleared by previous interrogations. The device also had an increase in battery impedance. A review of device performance data indicated that the device had a stuck reed switch. It was also noted that the patient stated that they have had many mris in the past. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis indicated that the cause of the missing data was associated to a stuck reedswitch.